Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the patient was hospitalized last (B)(6) 2015 due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 580 mg/dl. Customer stated that patient was vomiting. Customer was treated through IV and zofran. Customer was wearing the insulin pump at the time of the event. Customer stated patient is doing fine and blood glucose was 200 mg/dl -240 mg/dl and blood glucose even got down to 160 mg/dl. Customer declined to do troubleshooting and requested for new insulin pump per their doctor's advice. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.